Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator change out procedure. A fluoroscopy revealed that the left ventricular lead insulation appeared to be bucking. The patient noted to have experienced phrenoc nerve stimulation prior. The physician elected to explant and replace the lead.